Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Pump trace download analysis confirmed the pump alarmed power error alarm and low battery alert. The power management tool confirmed power error alarm and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The following physical damage was also noted: missing reservoir tube o-ring, pillowing keypad overlay, minor scratches on case, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The blood glucose at the time of the incident was 532 mg/dl. The customer had symptoms of nausea. The customer was assisted with troubleshooting and the power error alarm was cleared. However, the insulin pump was returned for analysis.